Event description:
It was reported that pump experienced malfunction code 16, with no notable events occurring beforehand and no indication that customer¿s blood glucose exceeded critical levels. There was no adverse impact to the customer¿s blood glucose level. Customer planned to use multiple daily injections as backup insulin therapy, and technical support arranged a replacement with updated software.